Manufacturer narrative:
Concomitant medical products: pre-treatment was provided as anesthetic cream / benzalkonium chloride. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volift¿ with lidocaine in the lips and juvéderm® voluma¿ with lidocaine in the cheek/malar region. A month later, patient developed formation of small balls at the injection site that was noted as granuloma-like reaction. Patient was treated with minocycline (100 mg per day, orally) and hyaluronidase. Symptom is ongoing at this time. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00073 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® volift¿ with lidocaine.